Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that the patient underwent a vaginal hysterectomy with anterior-posterior (a-p) repair, sacrospinous (ss) fixation, transvaginal tape (tvt) placement, and a cystoscopy procedure. During the surgery a capio device was used. It was noted that when the second suture was being applied, the needle detached. An x-ray was performed, revealing the needle was fixed to the uterosacral ligament, and manual retrieval was not possible. There were no patient complications reported.